Event description:
It was reported that the xpedition stent implant was observed to be mounted distal to the distal marker during preparation and the distal end of the stent appeared to be loose. The device was not used on the patient. A new 3.0x38 mm xpedition sds was used to complete the procedure. No patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Xience xpedition is currently not commercially available in the u.s. The product code and the PMA# is based on the predicate device (xience prime) and is therefore similar to a device sold in the u.s. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported unstable/loose and incorrectly mounted stent implant was not confirmed; however, stent implant damage was noted. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.